Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet bionic pancreas with a steel 6 mm contact/detach infusion set, with continuous glucose readings reported as "high" and later trending downward after an infusion set change performed before the initial call. Symptoms included elevated blood glucose above 180 mg/dl for several hours without ketone testing, medical intervention, or back-up therapy, and without acute complications. Outcomes included no hospitalization, no emergency care, and no functional impairment reported. Investigation included remote troubleshooting guidance, review of reported trends and alerts, and follow-up contacts to assess glucose regulation. Investigation of this case revealed that hyperglycemia occurred with unclear etiology despite an infusion set change and subsequent downward trend, and no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.